Manufacturer narrative:
(B)(4) safety and effectiveness of sirolimus-eluting and zotarolimus-eluting stents in diabetic and non-diabetic patients in (B)(6). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported from a literature article that 6181 patients were treated with zotarolimus eluting endeavor stents between august 2005 and october 2007. These patients were divided on the basis of whether they had diabetes (n=342) or no diabetes (n=1940). The patients were then followed up for 27 months post index procedure. It was reported that adverse events in some patients (both diabetic and non-diabetic) included death, late mi, tlr, isr and stent thrombosis.